Event description:
An arrow-trerotola ptd device was used for an av fistula declotting procedure. During the procedure, a 6" tip of the catheter broke off. Using a "snare" the entire broken tip was removed from the av fistula. The pt was stable intra and post procedure. The entire device was removed without adverse effects to the pt.